Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. At the baseline physical examination, the patient had a cardiovascular finding of a stent iva moyenne. The patient underwent a water vapor therapy procedure on (B)(6) 2023 under anesthesia. The patient received one treatment in the right lobe, one treatment in the left lobe, and one treatment in the median lobe. The procedure was completed successfully without any patient complications. The subject was discharged with an indwelling catheter, which was removed by nurse at home on (B)(6) 2023. On (B)(6) 2023, 15 days after the procedure, the patient presented with a urinary tract infection (uti). The patient was given fesoterodine fumarate medication to treat the uti, and it was resolved on (B)(6) 2024.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on 08jun2023. At the baseline physical examination, the patient had a cardiovascular finding of a stent iva moyenne. The patient underwent a water vapor therapy procedure on (B)(6) 2023 under anesthesia. The patient received one treatment in the right lobe, one treatment in the left lobe, and one treatment in the median lobe. The procedure was completed successfully without any patient complications. The subject was discharged with an indwelling catheter, which was removed by nurse at home on (B)(6) 2023. On (B)(6) 2023, 15 days after the procedure, the patient presented with a urinary tract infection (uti). No action was taken to treat the uti, and it was resolved on (B)(6) 2024.